Manufacturer narrative:
Evaluation results: one cadd solis hpca pump was returned for investigation in used condition. There was no physical damage on the device. The reported product problem (under infusion) was not evidenced in the event history log. On (B)(6) 2020, the pump delivered 37.75 ml from 3:00:00 am to 6:00:00 am. An accuracy test was performed. Delivery accuracy testing found the average delivery error to be within the published specification of +/-6%. No fault was found with the pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported the cadd solis pump did not deliver the requested dose. The IV bag was full. The patient experienced inadequate relief. No patient further complications were reported in relation to this event.